Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the timing was disrupted, and the tack and spring were protruding from the tip of the device. The spring weld was acceptable. Functionally, the instrument was applied to the appropriate test media and the remaining fourteen tacks deployed but did not seat properly. It was reported that the tack did not penetrate the tissue as expected and the physical appearance of the product was different than expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. It was also reported that the device fired two staples rather than just one. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing re cords for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. This device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of helical fasteners in the diaphragm in the vicinity of the pericardium, aorta or inferior vena cava during diaphragmatic hernia repair. Do not use in ischemic or necrotic tissue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: 174006 protack 5mm disp in (lot#: p2b0501) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but seven photos were available for evaluation. Visual inspection noted the first image depicts a tack protruding from the distal end of the device. The second image depicts a tack protruding from the distal end of the device from a different angle. The third image depicts a tack protruding from the distal end of the device from yet another different angle. The fourth image depicts a single tack. The fifth image depicts a tack protruding sideways from the distal end of the device with the single tack in the background. The sixth image depicts a close-d of the device with the single tack in the background. The seventh image depicts three tacks. It was reported that the tack did not penetrate the tissue as expected and the device fired two staples or tacks rather than just one. The physical appearance of the product was different than expected. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic for urinary incontinence, when hanging the tissue to the ceiling, the tacks fired b ut did not penetrate the tissues fully, and the fired one was attached to the next tack. It was also noted that the next ready tack to be fired was apparent from the shaft. There was blood loss, but not more than 500cc. Also, the tacks were covered with an unknown white powder or rusted. Two devices had been used, but with the same issue. The surgeon used a product from another manufacturer to resolve the issue.